Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedances. The ra ring to can measurement was greater than 3000 ohms. There was also noise and inappropriate atrial tachy response (atr) on the channel. A signal artifact monitor (sam) event was noted on the ra channel that lead to switching the sensor vector. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedances. The ra ring to can measurement was greater than 3000 ohms. There was also noise and inappropriate atrial tachy response (atr) on the channel. A signal artifact monitor (sam) event was noted on the ra channel that lead to switching the sensor vector. This ra lead and cardiac resynchronization therapy defibrillator (crt-d) system were explanted and replaced. No additional adverse patient effects were reported.